Event description:
The technician alleged the head motor stopped functioning and the head of the bed was raised. No injury reported.

Manufacturer narrative:
The technician replaced the head motor to resolve the issue.